Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that the therapy hadn't helped their symptoms by 50% or greater since they got it on (B)(6) 2021. The patient then stated conflicting information, that it did help at first but then it stopped working. The patient stated they were going so frequently now (every 5 minutes) which was more than usual for them and that the going every 5 minutes started last week. The patient stated they went to urgent care last friday because they thought they had an infection and they were given zipro "with protein" and they took it for 5 days. The patient stated right now they had a lot of pressure and they had a feeling someone needed to work with them on the "numbers" at their hcp office because the therapy just wasn't at the right setting and that's why they were getting the bladder infections. They were working on following up with a new health care provider (hcp) (the patient stated their previous hcp had retired). The patient stated they didn't know who the healthcare provider (hcp) would be yet but that they'd work with that hcp. The patient stated they had seen another doctor through their gynecologist last year who ordered an x-ray of their system and the x-ray showed that the system was in the right place, but the patient didn't. They were going to follow up with a new hcp. The patient at one point mentioned their state of mind after speaking, they commented: "don't mind me. I'm a little off today."

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.